Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/ migration of essure device location of device: peritoneum") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 627541-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginitis, libido decreased, vaginal dryness, anorgasmia, malaise, energy decreased, night sweats, facial pain, sinus pain, sleep disorder, gastroparesis, hyperprolactinemia, anemia, polydipsia and increased urinary frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, hormone level abnormal ("hormonal changes"), skin irritation ("skin irritation"), rash ("rashes,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), anxiety ("anxiety") and rhinitis ("rhinitis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, anxiety and rhinitis outcome was unknown and the pelvic pain, migraine, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory assure catheter placement with. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/ migration of essure device location of device: peritoneum") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 627541-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginitis, libido decreased, vaginal dryness, anorgasmia, malaise, energy decreased, night sweats, facial pain, sinus pain, sleep disorder, gastroparesis, hyperprolactinemia, anemia, polydipsia and increased urinary frequency. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), back pain ("lower back pain"), rhinitis ("rhinitis"), abdominal pain lower ("lower abdominal pain"), depression ("depression"), the first episode of anxiety ("mental anguish/anxiety") and abdominal pain ("abdominal pain"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), skin irritation ("skin irritation"), rash ("rashes,"), nausea ("nausea"), visual impairment ("vision problems"), eye disorder ("eye problems"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), the second episode of anxiety ("anxiety") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, the last episode of anxiety, rhinitis, urinary tract infection, depression and abdominal pain outcome was unknown and the pelvic pain, migraine, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: satisfactory assure catheter placement with. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. New events added- urinary tract infection, depression, mental anguish/anxiety and abdominal pain. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 627541) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("lower back pain") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2015, 6 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, hormone level abnormal ("hormonal changes"), skin irritation ("skin irritation"), rash ("rashes,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), eye disorder ("eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), dyspepsia ("gastrointestinal or digestive system condition"), anxiety ("anxiety") and rhinitis ("rhinitis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, anxiety and rhinitis outcome was unknown and the pelvic pain, migraine, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet : the product and patient information updated. The events hormonal changes describe: abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, skin irritation and rashes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), migration of essure device location of device:, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, pain, vision/eye problems type:, fatigue, weight gain, gastrointestinal or digestive system condition type:, hair loss added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/ migration of essure device location of device: peritoneum") and pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 627541-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginitis, libido decreased, vaginal dryness, anorgasmia, malaise, energy decreased, night sweats, facial pain, sinus pain, sleep disorder, gastroparesis, hyperprolactinemia, anemia, polydipsia and increased urinary frequency. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6)2013, levocetirizine dihydrochloride (xyzal) from (B)(6)2013 to (B)(6)2015, linaclotide (linzess) from (B)(6)2014 to (B)(6)2015, medroxyprogesterone acetate (depo-provera) from (B)(6)2008 to (B)(6)2009 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2008 to (B)(6)2015. On (B)(6)2008, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain"), depression ("depression") and the second episode of anxiety ("mental anguish/anxiety"), 1 month 12 days after insertion of essure. In (B)(6)2009, the patient experienced bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, fatigue ("fatigue"), back pain ("lower back pain"), rhinitis ("rhinitis") and abdominal pain ("abdominal pain"). On (B)(6)2013, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), skin irritation ("skin irritation"), rash ("rashes,"), nausea ("nausea"), visual impairment ("vision problems"), eye disorder ("eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6)2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, rhinitis, urinary tract infection, depression, the last episode of anxiety, abdominal pain and libido decreased outcome was unknown and the pelvic pain, migraine, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, urinary tract infection, vaginal haemorrhage, visual impairment, weight increased, the first episode of anxiety and the second episode of anxiety to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: satisfactory assure catheter placement with. Most recent follow-up information incorporated above includes: on (B)(6)2019: concomitant drugs were added. Added event decreased libido. Updated onset dates of events. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/ migration of essure device location of device: peritoneum') and pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627541-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginitis, libido decreased, vaginal dryness, anorgasmia, malaise, energy decreased, night sweats, facial pain, sinus pain, sleep disorder, gastroparesis, hyperprolactinemia, anemia, polydipsia and increased urinary frequency. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, levocetirizine dihydrochloride (xyzal) from (B)(6) 2013 to (B)(6) 2015, linaclotide (linzess) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain"), depression ("depression") and anguish ("mental anguish/anxiety"), 1 month 12 days after insertion of essure. In (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), fatigue ("fatigue"), back pain ("lower back pain"), rhinitis ("rhinitis") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), skin irritation ("skin irritation"), rash ("rashes,"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, anxiety, rhinitis, depression, anguish, abdominal pain and libido decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, migraine, vaginal discharge, back pain, abdominal pain lower and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and anguish to be related to essure. The reporter commented: discrepant information - date of removal (B)(6) 2015 she had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: satisfactory assure catheter placement with. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device/ migration of essure device location of device: peritoneum') and pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627541-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginitis, libido decreased, vaginal dryness, anorgasmia, malaise, energy decreased, night sweats, facial pain, sinus pain, sleep disorder, gastroparesis, hyperprolactinemia, anemia, polydipsia and increased urinary frequency. Concomitant products included bupropion hydrochloride (wellbutrin) since (B)(6) 2013, levocetirizine dihydrochloride (xyzal) from (B)(6) 2013 to (B)(6) 2015, linaclotide (linzess) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2008 to (B)(6) 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety"), abdominal pain lower ("lower abdominal pain"), depression ("depression") and anguish ("mental anguish/anxiety"), 1 month 12 days after insertion of essure. In (B)(6) 2009, the patient experienced bacterial vaginosis ("bacterial vaginosis"), fatigue ("fatigue"), back pain ("lower back pain"), rhinitis ("rhinitis") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced libido decreased ("hormonal changes describe: decreased libido"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation"), alopecia ("hair loss"), skin irritation ("skin irritation"), rash ("rashes,"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), eye disorder ("eye problems"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and dyspepsia ("gastrointestinal or digestive system condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and underwent a partial hysterectomy due to complications from the device.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, alopecia, menorrhagia, bacterial vaginosis, hormone level abnormal, skin irritation, rash, headache, nausea, dysmenorrhoea, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, gastrointestinal disorder, dyspepsia, anxiety, rhinitis, depression, anguish, abdominal pain and libido decreased outcome was unknown and the pelvic pain, vaginal haemorrhage, migraine, vaginal discharge, back pain, abdominal pain lower and urinary tract infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, libido decreased, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, rash, rhinitis, skin irritation, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and anguish to be related to essure. The reporter commented: discrepant information - date of removal (B)(6) 2015 she had been treated for pain, bleeding, migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: satisfactory assure catheter placement with. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome for bleeding, bladder/urinary problem changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.